Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was placed as an axillary arterial line. The nurse was moving the patient and the catheter separated from the hub/broke off. The catheter was still inside the patient so the patient had to go to the or to have the catheter removed. The patient's current condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." A device history record review could not be performed since a correct lot number was not provided by the customer and a potential lot could not be identified from a sales history review. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was placed as an axillary arterial line. The nurse was moving the patient and the catheter separated from the hub/broke off. The catheter was still inside the patient so the patient had to go to the or to have the catheter removed. The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed as an axillary arterial line. The nurse was moving the patient and the catheter separated from the hub/broke off. The catheter was still inside the patient so the patient had to go to the or to have the catheter removed. The patient's current condition is reported as fine.